Manufacturer narrative:
The reported events of noise and lead insulation damage were confirmed. As received, a complete lead was returned in two pieces for analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the proximal region. The cause of the reported events was due to external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the right ventricular (rv) and the right atrial (ra) leads exhibited noise. The rv and the ra leads were explanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Section d6a - implant date should be "(B)(6) 2016", rather than "(B)(6) 2016".